Manufacturer narrative:
Event description: it was reported that cook single-use holmium laser fiber was using during a laser lithotripsy but the laser aiming beam disappeared after about 45 minutes of lasering. The customer turn off and on the laser unit but still could not resolve the issue. New laser fiber with same size and lot number was used to complete the procedure with no difficulty. Based on provided information, no piece of laser fiber remained inside the patient body and no adverse event and additional procedure has been reported as a result of reported issue. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one cook® single-use holmium laser fiber for investigation. Visual examination confirmed the fiber was returned in used condition. The fiber length measured 291.6cm. Plug appeared secure and there was no discoloration or damage. Fiber optics protruded from the distal end of blue jacket by 5mm. Clear fiber appeared scratched and slightly discolored; however, no charring was evident. Changes to the clear fiber appearance are use related. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no non-conformances related to laser fiber breakage issue, it was concluded that adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling. Continuous lasing with the fiber tip in contact with tissue lasing with a contaminated or damage proximal poor lasing beam alignment or focus always keep connector end dry and free of contaminants. Device failure analysis of complaint device confirmed fiber tip scratches and damages which may cause aiming beam light to scatter and disappear from doctor's vision. Cook has concluded that based on evidence presented, the most probable cause of laser fiber breakage is related to improper handling of laser fiber and any of the precautions listed in the IFU such as; laser fiber "improper handling", "continuous lasing with the fiber tip in contact with tissue", "poor lasing beam alignment or focus", etc. Could contribute to this event. It was determined risk reduction is recommended. (B)(4) initiated to address the issue and evaluation of twenty months of laser fiber damage, breakage or separation observation showed downward trend for these failure modes. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported, during laser lithotripsy via a flexible ureterorenoscope in the renal pelvis using a cook single-use holmium laser fiber, the laser aiming beam suddenly turned off. After 13kj had passed through the fiber in about 45 minutes this occurred. The user put the laser into standby mode and tried to turn the aiming beam off and on again. The laser was bought out of standby mode but no aiming beam could be seen. Another laser fiber (hlf-s200-hsma) from the same lot was opened and plugged into the machine. The laser beam was on again and the procedure continued and was successful. There were no adverse effects reported due to the alleged malfunction.